Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/09/2015: the device was returned to animas and evaluated by product analysis on 08/19/2015 with the following results: battery compartment cracked from top. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a cracked battery compartment issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.